Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿thresholds and complications with right ventricular septal pacing compared to apical pacing.¿ pace january 2007;30:s75-s78. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. There were twelve patients who had dislodged leads. The author reported that there were patients with pericardial effusion, and ¿presumed¿ lead perforation. This, according the author, for some, were due to rising thresholds from the dislodged leads. All leads were repositioned. The status/location of the lead is unknown; but appear to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.